Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. (B)(4) devices were received for evaluation. Two events were not duplicated during testing; the devices were found to be within specifications. (B)(4) devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. There was patient involvement; no patient impact.